Event description:
The user complained of pain at implant site in (B)(6) 2020. The magnet strength on dl-coil was reduced to 1. Furthermore, the receiver stimulator has started extruding. There were some signs of infection going on when the user saw the doctor. The magnet strength might have caused or contributed to the reported issue, however it cannot be confirmed as the user had the same magnet strength for a while. Also, a possible recent weight lost could have also contributed to the changes observed in the implant area, but it could not be confirmed. Before the event occurred, the user seemed to function well with the implant. The revision surgery took place on (B)(6) 2020.